Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, an increase in pacing impedance and high capture threshold. The device was reprogrammed to mitigate the situation and the lead remains in service. The behavior of the ra lead will continue to be monitored before considering further actions. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, an increase in pacing impedance and high capture threshold. The device was reprogrammed to mitigate the situation and the lead remains in service. The behavior of the ra lead will continue to be monitored before considering further actions. Additional information was received. The ra lead was explanted and replaced due to high impedance and high capture threshold. It is believed that the cause of the lead observations was a conductor fracture. The lead had to be severed for the extraction and the pieces of the lead are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture, an increase in pacing impedance and high capture threshold. The device was reprogrammed to mitigate the situation and the lead remains in service. The behavior of the ra lead will continue to be monitored before considering further actions. Additional information was received. The ra lead was explanted and replaced due to high impedance and high capture threshold. It is believed that the cause of the lead observations was a conductor fracture. The lead had to be severed for the extraction and the pieces of the lead are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product has not been returned by the customer. If the product is returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device has not been returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event.